Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio 2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that at midnight on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result on the subject meter of 217 mg/dl compared to 33 mg/dl on another (unknown) meter, performed within 30 minutes of each other. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The reporter stated that prior to obtaining the alleged inaccurate result, the patient had developed symptoms of ¿spots in eyes and sweaty¿. The reporter denied that the patient received any treatment for his symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that the patient had followed the correct testing steps. The cca walked the patient through a control solution test and the result fell out-with the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Spots in eyes and sweaty, while using the product. Although the reported symptoms occurred prior to the patient obtaining the alleged inaccurate result, the subject meter could not be ruled out as a cause or contributor to the event.